Manufacturer narrative:
A device history record review was completed for provided material number 300296 and lot number 2307240. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) sample was returned for evaluation by our quality team. Through examination of the sample, leakage was observed and the plunger component was found damaged. The damaged plunger caused the leakage to occur. Damage to the plunger can be produced during the manufacturing process, from the handling of the product through manufacturing or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
Response received on: (13-oct-2023): has there been an impact on the patient (serious injury, medical intervention, change in treatment needed)? No impact on a patient. What kind of substance escaped? Nacl 0.9% with antibiotic (syringe used for reconstitution of a tba).

Event description:
It was reported that leakage occurred between the bd discardit¿ ii syringe body and piston while drawing up liquid. The following information was provided by the initial reporter, translated from french: "the notifier declares a defect on the product seringue luer excentre 2 pieces 20ml sterilised oe (discardit) ref (B)(4) lot 2307240, per 30/06/2028 leak between the piston and the body of the syringe, passage of liquid during withdrawal production problem?"

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.